Event description:
A report was received that a pt was having difficulty charging. The physician assessed that pt's pocket site and determined that the pt's pocket site was too deep making it difficult to charge. During the procedure, the physician chose to replace the ipg and relocate the pocket site from the middle of the pt's back to his buttocks. The pt is reportedly doing well following the procedure.